Event description:
During a literature review, livanova identified an article (amit alam et al., 2023) which described the use of the protekduo cannula for internal jugular cannulation in patients with rv failure. The majority of patients described in the study received rv support post-lvad outside the index lvad operation room. The case study described numerous adverse events across the patients with right ventricular failure. This report is being submitted in relation to one case of internal jugular vascular injury due to protekduo cannula insertion mentioned in the literature.

Manufacturer narrative:
B3. It is unclear from the literature when the event occurred. Attempts to gather more information about the event have been unsuccessful. As such, the event date is unknown. D4. Device information was not included in the literature. Attempts to gather more information about the device, including size and lot number, have been unsuccessful. As such, the device part and lot number are unknown and the UDI and expiration date could not be determined. E1. Hospital information was not included in the literature. H4. As the lot number is unknown, manufacture date could not be determined. H10. Livanova manufactures the protekduo cannula. It is unknown where the reported event occurred. It is unclear from the literature if there was a specific malfunction of the device which led to the reported adverse event, what the patient outcome was, when the event occurred, and what specific product was being utilized at the time of the event. Livanova has made multiple attempts to gather more information from the authors. The main author, dr. (B)(6), has responded that he does not have any additional information. Attempts have also been made to contact the centers and physicians referenced in the article who the patients were actually treated by. However, no further information has been provided at this time. If any additional information relevant to the reported event is received, it will be provided in a supplemental report. H3 other text : device availability is unknown.